Event description:
Information received indicates, the bed had no functions due to corrosion on the 22-position connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4).

Event description:
Per the clinic, the patient experienced pain and swelling at the implant site after having had his head strapped down (over the implant site) for cataract surgery. The patient also has had a decrease in performance. The results of an integrity test (B) (6), 2010 indicate malfunction of the receiver stimulator. Explant and reimplantation is planned, but had not taken place at the time of this report march 26, 2010.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010, during the same surgery the patient was re-implanted with another device. (B)(4).